Event description:
It was reported via medwatch (B)(4) that device entrapment occurred. After stent deployment, a 182cm (5pk) choice guidewire was advanced, however, the wire was stuck on the stent. The team tried to free the wire from the stent by using an add wire and a non-boston scientific wire and the doctor was able to trap it and pull the wire out. It was noted that there was a piece of the wire still left in the vessel. The procedure was completed and there were no patient complications reported.